Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was unknown. It was reported the patient was retrained on the proper aseptic technique. On an unknown date, while hospitalized the patient was diagnosed with sepsis in leg. The cause of the sepsis in the leg was unknown. Treatment for the sepsis was not reported. Seven days after hospital admission the patient passed away. The cause of death was reported as septic shock and low blood pressure. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event prior to death. It was reported pd therapy was ongoing prior to and at the time of death. No additional information is available.